Manufacturer narrative:
Samples received: none. Analysis and results: there are two previous complaints of the same code-batch from the same end customer, one of them related to adverse reaction. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have not received any sample for analysis. However, tightness test to the samples received in the first complaint from the same end customer was performed and the units were tight. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b.braun surgical requirements. Monosyn biocompatibility has been tested in numerous experiments. In sensitization and irritation tests the harmlessness of monosyn was proved. Nevertheless, there are risks (side effects) associated to the use of monosyn suture, which are mentioned in the instructions for use of the product: "as for all sutures after implantation a transient inflammation, temporary irritation and infection at the wound site may occur occasionally." Final conclusion: although without samples we are not in position of studying if the affected product does not fulfil the specifications, the results of the samples tested of the same code-batch in the first complaint from the same end customer fulfilled the b. Braun surgical specifications. Nevertheless, we take note of this incidence in order to assess if new or additional actions are needed. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: evaluation on-going h3 other text : devcie not returned

Event description:
Country of complaint: spain it is reported that the stitches opened after 7 days of being used.